Event description:
It was reported that during the lingulectomy procedure, when they first opened the stapler and inserted the reload, the surgeon attempted to fire the device, but it did not fire. They thought the battery didn't work and did not able to lock it out then open it up. When they set the device aside and opened a new stapler, it started to work, but after firing across the tissue, it did not function properly. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 08/05/2025 d4: batch #unk additional information was requested, and the following was obtained: 1. Please explain in detail what was the issue with the device. Was the firing sequence started but not completed? The firing sequence was not started. The device was opened and a reload was inserted. When the surgeon went to fire the device the firing sequence did not initiate. He thought the battery wasn¿t working so we opened another stapler. The device did not lock out and he was able to safely open the jaws and remove the device out of the patient with no adverse events. When the scrub tech was holding the device, as the jaws were closed, they pressed the fire button and we heard haptic feedback from the stapler, so the battery was working. 2. If yes: did the device deliver any staples? No 3. If yes, were the staples formed properly? 4. If yes, was the staple line complete? 5. Did the device cut? No 6. If yes, was the cut line complete? 7. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? 8. Was there any difficulty opening the device? No 9. If yes, how was the device removed from the patient? 10. If yes, did the jaws eventually open? Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with a reload loaded on the device. The reload was received partially fired 1/10th in the lock-out position with the remaining staples inside the reload pockets. It cannot be confirmed why the reload locked out; however, it is possible that the one-piece sled component within the reload may have been moved out of position during the loading process leading to the inadvertent lockout. The returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples met the staple form release criteria. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished # plee60a, with lot/batch # a9723r, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 454d23, and no non-conformances related to the reported complaint condition were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.